Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with intermittent ventricular under-sensing on the implantable cardiac monitor. The under-sensing caused false atrial fibrillation episodes. Programming changes were suggested but not made. The patient was stable.